Manufacturer narrative:
.

Event description:
The reporter stated that the customer obtained a result of 2.3 inr on her coaguchek xs meter (serial number (B)(4)) around 9:00 am on (B)(6) 2016. The customer's coumadin dose was increased based on this reading. The reporter stated that the result on (B)(6) 2016 was incorrect and that the customer then suffered a stroke on (B)(6) 2016. The customer was transported to the emergency room where a laboratory result was 1.4 inr. The reporter did not have any details about the stroke or how the customer was transported to the hospital. The customer's therapeutic range is 2.5-3.5 inr and she tests her inr once a week. The reporter does not think that the customer has any hematocrit issues. The reporter also does not think that the customer has any antiphospholipid antibodies. The reporter also stated that the customer had not started any new medications. The reporter was not sure if the customer's diet had been changed. The customer was contacted a few days after the reporter called. It was stated that she received something for blood clotting, however, it is not clear when she received it or what result it was based on. The customer also stated that she was doing well. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 124153-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80) at roche mannheim. There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. The customer did return the meter. The meter was tested with the masterlot strip (230734-80). Control solution was applied to the strips and the obtained quality control values were in the allowed range. All of the measurements were without error messages. The returned material meets the specification. There was no product problem found. The customer did not return the strips.